Manufacturer narrative:
The reported issue of lvp display boards having dim segments was confirmed. The customer returned 9 lvp display board assemblies p/n tc10004754 in an esd bag. Serial numbers were written on a post-it note taped to each display board suspected to be from the lvp which they were removed. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing on the returned display boards showed that all display boards exhibited dim segments on at least ic u4, seven segment display. On 30 june 2020, bd initiated a recall for the lvp display board for dim segments. The proximate cause of dim segments was not confirmed; however, testing confirmed all returned lvp display boards having dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 08/10/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 09/04/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 08/13/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 01/30/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 08/10/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 09/12/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 02/03/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 04/07/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 08/09/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/15/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc10004754: a qn database search was performed on 7 of the returned display board assemblies (p/n tc10004754). There are 101 quality notifications opened for p/n tc10004754 with one (200219150) associated with defective display boards that were returned to the supplier for corrective action. H3 other text : only lvp display board assemblies were returned.

Event description:
It was reported that nine lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that nine lvp display boards needed to be replaced for dim segments. There was no patient involvement.